Event description:
The customer alleged that the bed had smoke coming from the cpu board in the pt left foot area. There was pt involvment but no adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted with results.